Event description:
Complaint confirmed air compressor. Complaint was confirmed, device returned for air compressor failures. Device was attached to a bracket and powered on. A red pump service alarm was observed after the device was powered on. The air compressor could be heard struggling to function correctly during start up. The device was opened to inspect for internal damage and perform testing on the pneumatic system. Damage was identified on the four screw mounts for the main pcba on the front housing and the board is loose. Tests were run on the pneumatic assembly. The pneumatic system failed to pass recharge testing and hardware testing, indicating an air compressor failure. The pneumatic assembly will be removed and returned to investigation for further analysis. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further engineer evaluation and will be replaced with new batteries. The battery hour tracker will be reset on the device during repair. Parts will be replaced during repair before the device is sent to the test line for full functional testing.

Event description:
The following has been reported: biomed reported: "pump problem" no active infusion stopped, nor any patient harm reported a preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.